Event description:
It was intended to treat a moderately calcified long lesion (99 percent stenosis degree) in a moderately tortuous part of the proximal lcx with the orsiro mission drug eluting stent system. It is unknown if a pre-dilation was performed. The complaint instrument was introduced, but the stent was caught by the calcification and was slightly displaced on the balloon and deformed due to calcification. Thus, the target lesion could not be crossed.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the physicians description, the most probable root cause for the complaint event it related to the patients anatomy (I. E. Stent getting caught by calcification).